Event description:
A blood glucose test was performed on a patient at 12:45m and the result was 419mg/dl. A lab was drawn with a result of 123mg/dl. At 2:30 am, blood glucose was taken with a result of 309mg/dl, retested with a different device with a result of 127mg/dl. No treatment was given based on the device. Controls were stated to be in range, no values given. A request was made for the return of the suspect device and replacement product was sent.